Manufacturer narrative:
(B)(4). Date of birth - unknown date in 1940. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision due to dislocation and subluxation. The head and liner were revised.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this device was not a part of the reported event. The initial report was submitted in error and should be voided.